Manufacturer narrative:
The engineer replaced reagent tips, sample lips, valve 5&6, cs cable (reagent side), syringe (5 ul) and cleaned the wash tower. The wash station and splash guard were cleaned and the work station c2 module was replaced. Investigation is ongoing. If additional info is received, appropriate notification will be provided.

Event description:
User experienced outliers for the following tests: total bilirubin, hba1c, glucose, ldh, uric acid, creatinine kinase, alkaline phosphatase and creatinine. User stated the outliers occurred intermittently (daily or weekly). He provided glucose data that was found to be discrepant. Initial glucose result 11 mg per dl, repeat 125 mg per dl. Customer also stated that many drops of whole blood were found on the analyzer cover and wash station. No info was provided to determine if any adverse events occurred.